Event description:
The dealer states that the device, when being unfolded, the clamps are cracked in the back of the device. Not the cross bar was specifically mentioned.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.